Event description:
During endovascular aneurysm repair of a type 2 endoleak at the patient¿s internal iliac artery the presidio coil (pc4180830-30 / c26874) was stuck in the prowler select plus (details unknown) microcatheter and unraveled and detached upon withdrawal. The patient¿s vessels were moderately tortuous and moderately calcified. It was reported that an unspecified 7fr sheath introducer by medikit, an unspecified 7fr guiding catheter by ansell, and an enpower dcb and a cable (lots unknown) were also used as the concomitant devices for the above procedure. It was reported that the complaint presidio was stuck at 10cm from the distal tip of the mc during the insertion. It was removed from the patient, but during the removal the microcoil was unraveled and detached without pressing the detach button. The microcoil was safely recovered by using an unspecified goose-neck snare catheter. The procedure was completed without further issues. Due to the event it was delayed for 30 minutes. However, the delay was not clinically significant as there were no patient injury/complications. There were no disruptions or displacements of the vessel wall or thrombi. The prowler select plus microcatheter was successfully used throughout the procedure with the exception of the issue with the complaint coil. The prowler did not need to be withdrawn to remove the microcoil. The complaint product was new and stored per labeling instructions. There was no resistance between the guidewire and microcatheter when accessing the target site. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. There was also no known kink in the microcatheter. Also no visible damages were reported on the concomitant devices after the events. The complaint product will be returned for analysis. No further information is available.

Manufacturer narrative:
Concomitant medical products: prowler select plus microcatheter (details unknown), 7fr sheath introducer (medikit, details unknown), 7fr guiding catheter (ansell, details unknown), enpower dcb (details unknown), enpower connecting cable (details unknown), gooseneck snare (details unknown). The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Manufacturer narrative:
As viewed through the returned packaging, it was found that only the severely stretched and damaged coil was returned. The device positioning unit (dpu), the proximal end of the coil, and the introducer sheath (with the attached resheathing tool) were not returned. The proximal section of the coil was severely stretched. The coil was mechanically severed with an unidentified sharp straight edge tool in multiple sections. The distal section of the coil was intact. No manufacturing or material defects were found. The exact root cause of the coil becoming stuck inside the prowler plus microcatheter, its stretching, and its unintended mechanical detachment during removal cannot be determined, however the evidence suggests that a form of interference may have caused the coil to become impeded inside the microcatheter resulting in its unintended detachment during removal. The source and location of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the dpu, the introducer sheath, the resheathing tool, the proximal end of the coil, the prowler plus microcatheter, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however distal interference likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.